Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their bayer contour meter. The customer states their levels were in the 400mg/dl. The customer declined to troubleshoot for the highs and states they would be charging their meter. No further assistance provided at this time.